Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography procedure (ercp) on (B)(6), 2011. According to the complainant, during the ercp procedure, the resolution ii clip was advanced down the scope without issues; however, once the clip came out of the scope, it was "partly released - kinked." Clinical follow up revealed that the clip assembly was "not released from the delivery catheter, but already closed." It cannot be determined if the complainant contends that the resolution clip failed to release from the catheter. It was reported that the clip did not grasp tissue and fell off inside the patient. The physician did not retrieve the clip from the patient and completed the procedure with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.